Event description:
Patient was admitted to the hospital. Attempt #1 to insert a peripherally inserted central catheter (PICC) into the patient's left brachial vein was unsuccessful, due to the inability to thread the catheter into the vein. The catheter was removed, a new PICC line kit was obtained and catheter #2 was successfully placed into the patient's right basilic vein. The PICC remained in place until it was removed prior to the patient's discharge. The patient was readmitted to the hospital 2 days later. The anteroposterior (ap) chest x-ray upon admission showed the "appearance of linear metallic radiodensity projecting over the right medial lower chest concerning for a retained needle". Upon review of a chest radiograph report from the patient's prior admission, it noted "a 4cm linear metallic foreign object seen overlying the right lower lobe, could be internal or external". Later, the patient underwent a right pulmonary angiogram for retrieval of foreign body from the right lower lobe of the pulmonary artery branch. The foreign body was viewed under the microscope and believed to resemble the tip of a PICC line. The bd rep was contacted and arrangements were made to send the foreign body to bd for incident inspection and investigation. The foreign body was shipped to bd. It is unknown if the foreign body separated from the PICC on the day of insertion, the day of removal or sometime in between. The PICC nor the packaging from the insertion date was saved. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, powerpicc® catheters (per site reporter). They will inspect and investigate the issue.